Event description:
Reporter noted intermittent system response to footswitch during four cases. System would start working again after nurse held footswitch cord. Cases completed with only slight (several minutes) increase in operative time. No pt injury occurred. No pt identification provided. Outcome reported as excellent. Cancelled six remaining cases that day.

Manufacturer narrative:
Customer replaced footswitch and returned for testing. Waiting for eval results.